Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report was incorrectly submitted as 1063481-2013-00032 on (B)(4) 2013. The correct report number is 1063481-2013-00033.

Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. It was applied to the proximal false lumen and suture line. Approximately four week later, the patient presented with pleural effusion. The surgeon stated that a hemashield graft was used. He stated that postoperative pleural effusion has been reported to occur two weeks after implant of a hemashield graft but not four week after implant. He is unsure what caused the event.

Manufacturer narrative:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. It was applied to the proximal false lumen and suture line. Approximately four week later, the patient presented with pleural effusion. The surgeon stated that a hemashield graft was used. He stated that postoperative pleural effusion has been reported to occur two weeks after implant of a hemashield graft but not four week after implant. He is unsure what caused the event. Therefore, an investigation was performed. A review of the manufacturing records for the possible lot numbers reported confirmed that all records were controlled, available for review, and met all physical specifications per the device master record. While bioglue cannot be ruled out as a possible factor, pleural effusion has been reported at two and three weeks following implantation of a hemashield graft; an observation of pleural effusion four weeks following implantation of a hemashield graft is certainly feasible. With the available information, no definitive conclusions can be made in regards to what caused the pleural effusion. However, based on previous reports, it is likely that the more significant contributor is the hemashield graft implanted into this patient.

Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. It was applied to the proximal false lumen and suture line. Approximately four week later, the patient presented with pleural effusion. The surgeon stated that a hemashield graft was used. He stated that postoperative pleural effusion has been reported to occur two weeks after implant of a hemashield graft but not four week after implant. He is unsure what caused the event.